Manufacturer narrative:
Approximate age of device: 3 years and 7.5 months. It was reported that the pump would not be returning for evaluation as the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the intermacs registry stating: controller malfunction - controller was exchanged. Additional information also included indicated that the patient expired on (B)(6) 2014 due to an arterial non-cns thromboembolism. Device function normal: yes

Manufacturer narrative:
(B)(4). A root cause for the reported event could not be determined through this evaluation as the device was not returned to the manufacturer for evaluation. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2014 due to gi bleeding. The patient presented with generalized weakness, fatigue, dyspnea on exertion, black stools, epistaxis, and shortness of breath. He underwent an unspecified embolization performed by interventional radiology. On (B)(6) 2014 the patient underwent an aortic valve closure for aortic insufficiency; echocardiography performed post procedure on (B)(6) showed trace aortic insufficiency. On (B)(6) 2014 the patient¿s international normalized ratio was 2.8 without receiving coumadin. On (B)(6) 2014 the patient returned to the ICU with altered mental status, was intubated, and a line was placed for hemodialysis. On (B)(6) 2014 an echocardiogram showed thrombus in the right atrium, likely stemming from the dialysis line. On (B)(6) 2014 the patient had a recurrent episode of gi bleeding and developed multi-organ failure. The patient experienced ventricular tachycardia requiring multiple aicd shocks. A decision was made to place the patient on comfort care and the patient subsequently expired. It was reported that the patient¿s death was not device related. The patient had long standing renal disease and the pump was functioning as intended.